Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site. Sample evaluation discovered and confirmed alarm f-38. The root cause of the alarm was determined to be defective force sensing resistors. To resolve the issue the force sensing resistors were replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flogard infusion pump experienced a malfunction. Upon servicing the device, it was discovered that there was an alarm f-38. It was not specified when in the process this occurred. There was no patient involvement reported. Additional information was requested and is not available.